Event description:
On august 14, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with a nurse at the nursing home in 2006, to obtain/verify information. The patient was tested the next day, and result of 549 mg/dl was obtained, while experiencing symptoms, such as, extreme shakiness and feeling more energetic than usual. The reporter claimed that these symptoms were consistent with hyperglycemia for the patient. The patient was placed on a humulin sliding scale regimen earlier that same morning and taken off a glipizide regimen. She had been regulary testing 4 times daily. Based on her sliding scale regimen, the patient was administered 20 units of insulin. Within 1/2 hour later, the patient's blood glucose dropped to 59 mg/dl. At this time the patient showed signs of low blood glucose levels such as shakiness and weakness. She was administered glucose and within 1/2 hour later, a result of 527 mg/dl was obtained on the reported meter. The nurse then attempted to test the patient on another patient's meter and obtained a 360 mg/dl. Within a few minutes later, a test was also performed on the reported meter and a result of 479 mg/dl was obtained. Based on statistical methodology, the calculated difference of these glucose results did not exceed lifescan's criteria for accuracy. Patient's physician was contacted and he advised the nurse to discontinue using the reported meter. The customer care advocate verified that the unit of measurement was set to mg/dl. The patient was correctly cleaning the puncture area and using the correct testing technique. The nurse confirmed that the test strips were within expiration date and stored properly. Quality control testing could not be performed, as the patient did not have control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: although the calculated difference between the lfs meter and the other device within specifications, the patient's measured blood glucose level dropped from 549 mg/dl to 59 mg/dl following a prescribed dose of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.